Event description:
Patient developed cellulitis around the ins generator site five weeks post implant. The patient did not have an elevated temperature, no elevated wbc, three negative gram stains, no growth on two separate cultures of fluid from ins pocket. The patient was hospitalized and treated with IV oxycillian, three weeks of oral antibiotics, and total device system explant. The hcp reports the patient is recovering. The device was explanted but not returned to the manufacturer for analysis.